Event description:
Revision surgery - poly swap, unknown reason.

Manufacturer narrative:
Poly swap, unknown reason. The poly component was implanted for an unknown amount of time so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 52 similar complaints identified for star poly swaps with no indication of poly damage. Similar complaints identified do not aid in the investigation for this complaint as the part and lot numbers remain unknown for the similar complaints. Ohr review was not conducted due to the part and lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. The reporter stated the explanted poly was "thrown out but did not look very damaged". The reporter also stated the poly was removed due to "pain and loss of movement from osteophytes". It remains unknown if the pain is resultant from the loss of movement, osteophytes, or the star construct. As no photographs or x-rays were provided, it is unknown if the poly was damaged during the removal process or during implantation. Due to limited information provided regarding the reason for removal, the root cause shall remain as unknown. The following information remains unknown: - date implanted. - patient gender, age, height, weight, date of birth, bone quality, activity level, noncompliance, and co-morbidities. - inventory type. - part and lot numbers. - inventory status. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that (B)(4) polymer components (pn:4oo-14x) were sold between february 2023 and february 2024. With 53 reported events, the occurrence rate is (B)(4) %. Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-ooo1 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate.